Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During axsos dt operation, when drilling without guides in an effort to strike a cortical screw on the trunk of the bone, the drill breaks at the tip and remains in the medullary space. In the meantime left it as it was then drilled to insert a cortical screw in another hole using a guide, but this drill also breaks. The second drill was beyond the opposite cortex, so it was in a state that it appears a little from the other side. Once the plate is removed, the drill breakage is removed from the intrathecal cavity and fixed again to the plate. There are no drill tips detained in the body.

Event description:
During axsos dt operation, when drilling without guides in an effort to strike a cortical screw on the trunk of the bone, the drill breaks at the tip and remains in the medullary space. In the meantime left it as it was then drilled to insert a cortical screw in another hole using a guide, but this drill also breaks. The second drill was beyond the opposite cortex, so it was in a state that it appears a little from the other side. Once the plate is removed, the drill breakage is removed from the intrathecal cavity and fixed again to the plate. There are no drill tips detained in the body.

Manufacturer narrative:
The reported event that unknown_selzach_product (drill bit 702742) was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.